Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6) e1. Initial reporter facility name: (B)(6)hospital investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® plus citrate tube, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.